Event description:
The company was made aware that the patient had developed dizziness. The patient completed a course of antibiotics (type unknown) and prednisone for 14 days. However, dizziness remains present. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.